Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the lamp did not light up sometimes. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of turret unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the turret unit. The exact cause of the failure of the turret unit could not be conclusively determined. If additional information is received, this report will be supplemented.